Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was recently returned and the investigation is still ongoing. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their analyzer would not power on when inserting new batteries. And that it "gets really hot and has a burning smell". There were no allegations of patient/user harm. There were no allegations of incorrect results.